Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and there was no insulin in the reservoir. Customer stated that she changed the tubing and it seems like its frozen. Customer stated that after filling the tubing none of the controls were working and they did not receive any alarms. Troubleshooting for the no delivery alarm was performed and insulin did exit the tubing without any alarms. Customer's blood glucose reading at the time of the call was 201 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.